Event description:
The facility reports, after the pt was transferred, the nursing assistant gave a push to the ceiling lift, and it went out of the track at the end. No pt was involved and no injuries were reported. MFR. Rep. (B) (4).

Manufacturer narrative:
Rail stoppers and end caps are missing at the end of the rail. The initial installation was not done as per the MFR's specs. All the track systems on-site were inspected after the incident. The rail system installation was performed by an unauthorized installer, which had not been trained by the MFR on the installation methods. As stated in the operating and product care instructions, the user must check to see if the rail stoppers were properly installed before using the lift. The MFR recommends the customer have all track systems inspected & repaired (if needed) by a qualified technician and that these actions are documented. It is also recommended that all installations performed by this group be inspected & repaired (if needed) by a qualified technician and that these actions be documented. The customer should retrain personnel who operate this type of product and document this retraining.